Manufacturer narrative:
The insulin pump had operating currents within specification and no blank display was noted. The display circuit board was okay. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer's blood glucose reading was 566 mg/dl. The customer stated that she woke up with high blood glucose readings and immediately went to her back up plan. The customer stated that her insulin is not working and she does not know what was wrong with it. The customer stated that she changed everything and there is nothing on the screen. The customer was advised of the possible causes of blank display. The customer was advised to monitor the pump. The customer will be sent a replacement battery cap.